Event description:
It was reported that the table lowers on its own. No injury reported. A field engineer was dispatched to the site and determined that the table control membrane switch needed to be replaced. Once this was completed, the system was working as intended.